Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
A decrease in sensing and increase of pacing threshold on the atrial lead was noted. The lead was explanted and replaced. The patient is in stable condition following the event.